Event description:
It was reported that a patient presented in the operating room for the device implant procedure. When the device was connected to the leads, the measurement for hv impedance was normal but the value appeared abnormal. The physician attempted to disconnect and reconnect the lead, but was unsuccessful. The device was not implanted and another was implanted instead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a connector anomaly was confirmed in the laboratory. Visual inspection noted that the septum was damaged and the set screw was removed from the header. It is believed that the septum was damaged due to the set screw being backed out and disturbing the septum.